Event description:
Freestyle libre 3 plus was at least 40 points off leading me to take insulin shots I didn't need. My libre 3 sensor was not in recall. Also, kept signaling my phone that my sugar was dangerously low at same time every morning 2:30 am. The sensor just quit working with 2 days left. The sensor before last did same thing. The new one I have is about 8 point difference. This product is very dangerous.